Event description:
It was discovered during installation that the tcm compressor became very hot and did not make ice. No patient was involved.

Manufacturer narrative:
It was determined that a wire from the condenser fan disconnected. The refrigeration system was replaced because it ran hot although the condenser fan was not running. The 90 degrees faston on the condenser fan wire was also reinstalled but it fit loosely. The system was returned to the customer and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.